Event description:
As reported by the edwards territory manager, during the transcatheter aortic valve replacement (tavr) procedure while attempting to remove the 25 fr retroflex dilator, a dissection of the iliac artery occurred. Three covered stents and surgical repair were used to treat the dissection. The patient left the room in stable condition, the sapien valve was not implanted. Per report, the event was attributed to the patient having borderline vessel size (6.8 mm). Per report, when the 25 fr dilator reached the level of the aortic bifurcation there was significant resistance. Upon trying several times to advance, it would not progress. Therefore it was decided to remove the device from the patient; however the dilator would not come out. The physician was able to retract the dilator to the level of the external iliac at which time the patient's pressure dropped. The dilator was then re-advanced to tamponade the dissection and a coda balloon was advanced into the distal aorta via the right side stabilizing the patient's pressure. The dissection was then treated with three viahbon stents and surgical repair to the vessel beyond the last covered stent . This patient's access vessel diameter was 6.8 mm; the vessel was moderately calcified and mildly tortuous.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum lumen diameter for the rf3 (22 fr) sheath is 7 mm. In this case, the minimum luminal diameter (mm) for the vessel was 6.8 mm; there was moderate calcification, mild tortuosity, and difficulty with the insertion of the 25 fr dilator. It is likely that patient vessel factors (smaller than indicated size, and calcification or tortuosity not appreciable on imaging) along with procedural considerations contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventive actions are required.